Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had prompted "abnormal energy delivered", after providing a defibrillation shock. In this state, the device may not have provided the correct amount of defibrillation energy, if it were needed. There was no patient use associated with the reported event.